Manufacturer narrative:
The suspect device has been returned for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account allges that during the procedure, blood was leaking from the back side of the planecta while connected to a syringe. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. Root cause is attributed to overtightening the syringe to the stopcock. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.